Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) device experienced a very bad complication during implant surgery that an open chest surgery was needed to stop the bleeding. In addition, the patient stayed in the hospital for two weeks and was now recovering. Additional information indicated that the hemorrhage was possibly caused by perforation with a wire during left ventricular (lv) lead insertion. A stitch was placed in the lv epicardial. To date, the device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) device experienced a very bad complication during implant surgery that an open chest surgery was needed to stop the bleeding. In addition, the patient stayed in the hospital for two weeks and was now recovering. To date, the device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code (B)(4) captures the reportable event of surgery.